Manufacturer narrative:
(B)(4). This complaint is for a report of a use error-reuse of single use product during the dwell stage, where the registered nurse stated that the heater bag looked to be inflated and the home patient disconnected and reconnected to another line. This complaint is confirmed because reconnecting disconnected solution bags is a use error that can cause contamination. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) disconnected himself from the patient line during dwell 1 a home choice (hc) and reconnected to another line. The registered nurse (rn) stated that the heater bag looked to be inflated. The rn stated that she suspected she would have to start over with new supplies. There were no alarms. The technical service representative (tsr) confirmed the rn would need to start over with new supplies. There was patient involvement. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the use error where the home patient (hp) disconnected and reconnected to another line. Per the pdn, the hp was in the hospital for peritonitis. The hp was admitted on (B)(6) 2012 and discharged on (B)(6) 2012. The pdn was not aware of the hp disconnecting and reconnecting during therapy. The pdn stated the hp was currently on hemodialysis.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.